Event description:
Patient was implanted with plate and screw construct on (B)(6) 2012 for a proximal tibia fracture. Approximately six to eight months post-operatively, patient returned to the surgeon, on an unknown date, for follow up. At this time, examination revealed a non-union of the tibia. Patient returned to the operating room on (B)(6) 2013. At this time, surgeon did not remove any hardware. Surgeon decided to harvest and implant and autograft to treat the non-union. It was reported that during the autograft harvesting, the reamer head for the reamer irrigator aspirator (ria) became clogged. The surgeon substituted another reamer head of the same size, and completed the procedure with no further problem. No additional hardware was implanted. This is report 2 of 12 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.